Event description:
It was reported that the system would not power up and was out of service. There was no adverse patient involvement reported. There was no patient info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the power control circuit board was defective and was replaced. The system was tested and found to be working as intended and placed back into service.